Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued. - [mw5073615.pdf].

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that there was a revision/removal of leads in 2013. It was noted that contradicting information indicated that they were explanted on (B)(6) 2014. The patient outcome was hospitalization. There were no further complications reported as a result of this event. The reason for use was gastroparesis.